Manufacturer narrative:
Continuation of medical devices: yrecxc20375 stent graft, implanted (B)(6) 2005; yrirhxc16115 stent graft, implanted (B)(6) 2005; yrbrhxc2816165 stent graft (B)(6) 2005; yrirhxc16115 stent graft implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance has risen in the past month after the patient experienced a fall. The lead was also found to have a fracture and was capped and replaced. No patient complications have been reported as a result of this event.